Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic roux en y bypass, during firing of the black reloads, the device had an issue, it would not continue firing, it fired 15mm, the surgeon waited for the tissue fluid to disperse, he continued firing thethick tissue and the device fired, but the time they unload the device it won't reload. A red indicator was near the device were they did not noticed its loading and firing. Also the device¿s component broke off, potentially a small silver piece of metal was found on the nurses trolley and it enclosed in a specimen bag inside the box. There was a reinforcement material used in conjunction with the stapling device. They opened a new handle to complete the case and resolved the issue. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.